Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture, seroma, edema, patient is anxious, and has pain of the left side. Device has been explanted.

Manufacturer narrative:
Additional health effect impact code: f2203.

Event description:
Patient representative reports patient was "concerned with the possibility of developing a cancer" and a "psychological terror".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: deformation, fold creases, yellow particles on shell. And was observed after autoclave cycle: air voids between shell and gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found.

Event description:
Additional information received noted affected side to be the left and the patient had edema and is anxious. Device has been explanted.